Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.